Event description:
A caller reported a tandem mobi cartridge alarm, which was confirmed as cartridge alarm 35. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.